Event description:
It was reported that during a ptca/stent procedure, the stent delivery balloon ruptured at 6atm. The patient was sent to surgery because of the partially deployed stent. Reportedly, the patient did well and was discharged to home.